Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on a remote transmission. The right ventricular lead was explanted and replaced. Patient was asymptomatic and was stable prior, during and post-procedure.